Event description:
The consumer reported that when she tried to turn stimulation on the day before she got a power on reset on her programmer and recharger. The therapy had stopped due to the power on reset. It was unknown if it was related to an overdischarge and the patient stated they had a fall about a month ago. The patient was able to turn therapy back on with troubleshooting and stated that her low back was bothering her. The patient was able to change settings and adjust therapy to get adequate therapy. The indication for use was post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.